Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented for routine follow up, the pulse generator exhibited a diagnostics anomaly. The device was replaced on 12/12/2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.